Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed no delivery. The customer¿s blood glucose was 411mg/dl at the time of incident. The customer that she is having some issue with the quick set. It will not deliver the insulin as it is programmed. Customer stated that she keeps getting no delivery alarm and when taking of the set she has bent cannulas. The customer declined to troubleshoot for high blood glucose. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.